Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on (date) via medwatch # (B)(4). Investigation summary: one sample was received for quality investigation. The customer complaint of component damage - no leak was verified by visual inspection. Investigation of the sample showed that tubing separated from the upper pumping segment fitting. The tubing separated from the tubing entirely leaving a portion of the tubing remaining on the upper pumping segment fitting. A device history record review for model 10010454 lot number 19126421 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Based on the description of the event provided by the customer and the investigation of the sample provided, the root cause of the failure seen in the sample received is the improper handling of the infusion set. Excessive stress was applied to the silicone tubing or improper load of the infusion set into the alaris pump can cause the failure seen in the sample. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the gem 20d v/nv ntg .2mf 1ss dehp free experienced defective/damaged tubing and component separation. The following information was provided by the initial reporter: material #: 10010454. Batch/ lot #: 19126421. IV tubing was primed and being placed in alaris IV pump for infusion. Rn was loading tubing and it separated/broke.